Event description:
Per report sent to medical illumination, light without sheild was used for a period of 10-11 minutes, and pt received 1st and 2nd degree burns to less than 2% of total body surface area. Operator was aware that sheild had been removed.